Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon pinhole was noticed. An unspecified stent was implanted in the internal carotid artery and the 7.0x20 ultra soft balloon was advanced to the lesion for post dilation. The physician attempted to inflate the balloon; however, the balloon would not inflate. The device was removed from the pt and a pinhole was noticed. The procedure was completed with a different device with no pt complications reported. The pt's current condition is listed as "good".